Event description:
It was reported the videoscope exhibited error e226. The event occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detachment of the curved rubber's adhesive. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to error e226: the presence of dirt or foreign material, or electrical contact failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.